Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) was competitive atrial pacing (cap), which induced an arrythmia. Additionally, it was noted that the pm was under-sensing r-waves. The arrythmia self-terminated. No changes were made and there were no consequences to the patient with respect to the malfunctions.